Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but could not reproduce the reported "does not recognize closed door." Upon power up the pump displayed a "door not fully latched" message, which is most likely what the reported symptom was referring to. This condition was caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. It was also reported that there was no patient involvement.